Manufacturer narrative:
Surgical patties were not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective action was previously implemented for preventative actions to minimize "incorrect count" and "string issues." At this time, no adverse trend was identified.

Event description:
A facility reported that during surgery (removal of a right nasal cavity lesion), medical staff count 11 patties instead of 10 and the 11th one has no string. No patient consequences reported and the event did not led to surgical delay.